Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 05-mar-2026, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿loose micro usb charge port causing intermittent charging of the communicator¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that in the last 2 days, the communicator would not power on. The caller stated that they had it plugged-in all-day yesterday and today and it would not turn on or show a green light. The agent asked the caller to plug it back into the power cord and the caller stated that the light was orange. The caller tried to power on the communicator, but it did not have any indicator lights on, and the power and bluetooth lights did not power on. The caller denied the communicator being wet/dropped and stated that they also tried changing the charging plug. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department.